Manufacturer narrative:
The customer¿s report of an extension set leaking while flushing was confirmed and replicated. While flushing the set with the customer-provided syringe, a leak was observed at the base of the valve, coming from around the sides of the male luer tip. Further investigation showed that the luer tip was seated at a slight angle inside the valve body. The equipment used in the assembly of the component was evaluated; no anomalies were found. The cause of the leak was a damaged maxplus valve male luer tip. The root cause of the damage could not be determined.

Manufacturer narrative:
Gtin/UDI number for item (B)(4), lot 17047458 is 10885403236600. Concomitant medical products: 10ml bd syringe ref (B)(4), lot number 7051949, exp 2020-02-29. 0.9% sodium chloride; therapy date (B)(6) 2017. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
We received a copy of the medwatch report which stated, " IV was started on pt; flashback of blood obtained; needle removed; ext set placed and flushed. The ns flush solution does flush thru extension set but also leaks out at back of hub at base where hub connects with tubing. Nurse was unable to get a good enough flush to go thru d/t leakage; she eventually lost the site. Numerous reattempts had to be done in order to restart. " there was no patient harm.